Event description:
Very sick with breast implant illness. P. S: I was in perfect health prior to getting these 6.5 years ago. In fact I was at the height of my perfect health. Now fast forward, there are many symptoms. I have 25 currently. I am explanting in october. The day cannot come soon enough. I've gone from being "extremely" active (a lot more than the average person) to almost bedridden now. Some of my symptoms are extremely fatigue, muscle and joint pain, brain fog, vision loss (blurry), hearing loss (muffled), inflammation, debilitating autoimmune condition, diagnoses of pmr, dizziness, nausea, skin disturbances including acne, organ (bladder and esophageal) spasms, trouble regulating my temperature (cold all the time), heightened anxiety, severe depression, suicidal, panic attacks, muscle twitches, weakness, numbness / tingling in face, loss of the use of right arm (can barely hold my coffee cup and phone up some days). This is to name a few. I'm very sick. I actually feel like I'm dying. My explant date cannot come soon enough and I just hope I can make it. My capsules will be sent off to pathology for testing. Dr (B)(6), in (B)(6). FDA safety report ID# (B)(4).